Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported, via facility (B)(4), that during a percutaneous transluminal coronary angioplasty treatment procedure a shaft break and balloon rupture occurred. The target lesion was located in the left anterior descending artery (lad). A 12mm x 2.25mm apex monorail balloon catheter was selected and during use a balloon rupture occurred. The number inflations and atms is unknown. A shaft break occurred leaving the distal segment of the device in the coronary artery. Attempts to retrieve the broken shaft were unsuccessful due to a previously implanted stent that obstructed the removal. The patient was sent to surgery for a coronary artery bypass grafting (CABG) for restoration of the (lad). No further patient complications were reported and the patient's status is unknown.

Event description:
Same case as MDR ID# 2134265-2011-01598. Same case as MDR ID# 2134265-2011-01599. It was further reported vascular access was obtained via the right femoral artery. The 90% restenosed lesion was located in the calcified second diagonal artery no the lad as previously reported. A 1.5x12 apex balloon catheter was advanced through an implanted stent in the left anterior descending (lad) artery to pre dilate the target lesion. During advancement difficulty crossing the lesion was encountered. The balloon was inflated 3 times to 12 atms, for 30 seconds. During the third inflation a balloon rupture occurred. The balloon catheter was removed intact. A 2.5x15 apex balloon catheter was advanced through the implanted lad stent for pre dilation, and during advancement difficulty crossing the lesion was encountered. The balloon was inflated two times to12 atms, for 40 seconds. During the 2nd inflation a balloon ruptured occurred. The balloon catheter was removed intact and the procedure was completed with a 2.25x12 apex monorail balloon catheter. The balloon catheter was advanced through the implanted lad stent for additional pre dilation. During the first inflation a balloon rupture occurred at 26atms. Residual stenosis was 90%. The detached shaft " came out on its own". The patient experience chest pain during the procedure. The patient was discharged.